Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, perforation, and detachment, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted, struts detached and perforated into organs and embedded in wall of the ivc. The device and struts were removed via abdominal procedure. The patient reportedly experienced an injury to back and spine; injury to ivc; injury to abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and six months later, computerized tomography- scan it showed an inferior vena cava filter at the l4 level with penetration into the right l4-l5 neural foramina. This fragment seems to have fractured half of the initial catheter. Multiple fragments were appreciated. After one month, the patient presented with the complaint of lower back pain. The patient was found to have a bard inferior vena cava filter. This filter seems to have penetrated to the vena cava with multiple fragments that had fractured with one of the fractures into the l4-l5 neural foramina. After six days, the patient underwent a computerized tomography abdomen/pelvis which showed a tilted bard filter with a broken strut extending near the l4-5 nerve root. Several of the filter struts were noted to be extravascular in the retroperitoneum. An inferior vena cava filter with abdominal and back pain requesting filter be removed. Then the patient underwent open abdominal procedure. Open abdominal inferior vena cava filter removal with use of navigation for location of inferior vena cava struts. An inferior vena cava filter which had multiple long stress extending on the superior and posterior portion of the aorta anteriorly into soft tissue. These were cut using a wire cutter on the external portion of the inferior vena cava and the extra inferior vena cava portions of the struts were removed and passed off the field. The vessel loop and the inferior vena cava and iliac veins were pulled out for hemostasis and inferior vena cava was opened in a transverse fashion at the midportion of the filter which was noted to be down low on the inferior vena cava. Once the inferior vena cava was opened approximately 2 cm a hemostat was used to remove the fibrinous tissue around the inferior vena cava filter. A tonsil dissector was used or grasped the inferior vena cava filter and pull it off the inferior vena cava. An inferior vena cava filters inspected and noted to have been removed in its entirety once all the previous remove pieces were visualized together. An inferior vena cava filter was noted to be a permanent one as it did not have any hook to grasp onto. The inferior vena cava was inspected for any holes or remaining struts and noted to be without any of the above. After one month, the patient reported with abdominal pain. A computerized tomography abdomen pelvis with contrast was performed which showed that there was focal stenosis of the infra renal inferior vena cava with multiple metallic fragments surrounding the inferior vena cava and surrounding soft tissues likely representing retained filter fragments. Gross examination sated that ¿¿received fresh in a container labeled with the patient's name and "vena cava foreign body" was a gray metallic, fragmented piece of metal (4.5 x 1.2 x 1.2 cm) consistent with an ivc filter. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,d4(expiry date: 08/2011),g2,g3,h6(method). H11: d1,d4,d6(date of implant),g1,h6(patient, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted, struts detached and perforated into organs. The device and detached struts were removed via an abdominal procedure. The patient reportedly experienced an injury to back and spine; injury to ivc; injury to abdomen; however, the current status of the patient is unknown.